Event description:
The physician was removing the neuron delivery catheter 070 from the package and noticed the tip was crushed. The device was not used.

Manufacturer narrative:
Results: the catheter and the carrier card are both visibly bent. Conclusion: the damage noted in the complaint is confirmed. This unit came from a manufacturing lot that did not include a shipping mandrel for the tip of the catheter. Neurons packaged in this shipping configuration are known to be susceptible to damage especially at the flexible distal tip. The packaging of these devices has been updated and now includes a shipping mandrel to protect the tip from this kind of damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.